Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.device evaluated by MFR: device disposition is unknown.

Event description:
The pharmacist from the hospital reported the following event : "patient (B)(6), female, (B)(6). When using the nail, the nail does not come off the nail holder. The problem had already occurred, the equipment was exchanged with the laboratory and the problem recurred. Laboratory notified and brought us a new nail holder with locking screws. Use of another instrument panel. New information received on may 13th 2019 indicated that there was an impact on the patient, especially during the first procedure. As a reminder, it was an open leg fracture, but totally accessible to a centro-medullary nailing. Surgeon approached and drilled the upper end of the tibia, he made a complete bore of the tibia (for nothing. For information: risk of increased fat embolism due to the use of a sheet), before he realized that the nail instrument was not working and therefore change the means of fixation (so: external fixator). There was a loss of time of about 30 minutes, the time to look for other boxes, to realize that they were not working either, to call (B)(6) to "help us out", to have the external fixer box looked for. During the 1st operation, after removing the instrument set from the t2 nail (nail locking screw stuck in the nail holder), then from the s2 nail (nail locking screw too long for the nail holder), I finally installed an external hoffman fixator. " the consequences for the patient are therefore a double anesthesia (2 operations instead of 1), and an extended operating time for the 1st operation. During the 2nd operation, the same problem... But the managers were very reactive to find an operational instrument. The 2nd operation (definitive nailing) took place 15 days later, with an extended hospital stay, increased discomfort for the patient due to the external fixator, in this elderly and fragile patient. In addition, between the two operations, patient suffered a myocardial infarction, with a stay in cardiological intensive care, whose imputability for the surgery is difficult to prove. (This is my opinion as an orthopedic surgeon, the opinion of an expert doctor could differ...). This will be reported under separate pi.